Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a tha, when a surgeon was reaming the patient acetabulum as per a surgical protocol, the 4520 guide loosened on the reamer shaft due to only vibration of power driver.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device will not be returned to the manufacturer. Additional information (including x-rays and medical records) has been requested but not provided. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a tha, when a surgeon was reaming the patient acetabulum as per a surgical protocol, the 4520 guide loosened on the reamer shaft due to only vibration of power driver.